Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "presented seroma - late." Device status is unknown.

Event description:
Healthcare professional reported, right side presented seroma lat. "Posterior free fluid", and rupture. Healthcare professional additionally reported, "solid nodule". This event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles material was found on the shell/gel, red encapsulation and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Add

Event description:
Device has been explanted.